Event description:
It was reported that the patient was revised for unknown reason by an external surgeon on (B)(6) 2021. No additional information is available.

Manufacturer narrative:
The following devices were also used in the surgery: o humeral head ¿ flex shoulder system (dwf043) - sz 43x16mm cocr low offset. O glenoid ¿ perform pegged m40. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.